Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of 29mm sapien 3 valve, there was difficulty aligning the valve in the descending aorta. The valve was able to be aligned and the native annulus was crossed. During valve deployment, it was noted that the commander delivery system balloon was ruptured. The valve was never inflated. The system was removed as a unit and new devices were used to complete the case without issue. The patient was discharged of the ccu in stable condition. There were no adverse events. The patient¿s aorta was not calcified or tortuous. The patient¿s access vessel minimum luminal diameter was 6mm, was mildly tortuous and moderately calcified.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. The following patient/procedural factors can result in difficulty with valve alignment: performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can cause resistance while performing valve alignment and/or fine adjustment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon could enlarge the inflation balloon profile and create interference with the valve during valve alignment, which subsequently leds to increase in valve alignment forces. This was recreated in a previously performed engineering study. Improper crimping of the valve onto the balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. Although it was reported that the aorta was not tortuous, navigating through a mildly tortuous access vessel and/or unintentional torqueing of the system can increase the tension in the system and complicate fine valve adjustment. Although a definitive root cause could not be determined, available information suggests that patient/procedural factors contributed to the difficulty with valve alignment. Without photographs, imagery, or the device itself, a definite source for the delivery system balloon leakage cannot be determined. However, since it was reported that the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to balloon leakage: although the number of attempts used to achieve correct valve alignment were not reported, it is likely that more than one attempt had occurred; this action could have caused the crimp balloon tear. It was reported that once the valve was positioned across the native valve and the deployment was initiated, the delivery system balloon did not inflate. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. The complaint notes stated that patient had moderate calcification in the access vessel. Based on available information, a definite root cause cannot be determined for the balloon leakage. Per manufacturing mitigation, during the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons and crimp balloons are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The flex tip outer diameter was 100% dimensionally inspected. The collet locking spring assembly are 100% visually inspected to ensure the retaining ring is fully seated. The fine adjust knob and locking collet assembly are tested. The crimp balloon to inflation balloon laser bond weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components, the inflation and crimp balloon are inspected and rejected for distorted/pinched folds, the balloon bonds (nose tip to balloon; crimp balloon to balloon shaft) are 100% visually inspected for divots, bubbles, smoothness of weld joints, exposed braided wire, etc, the flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section, fine adjust, collet/shaft clearance, and collet engagement are 100% functionally tested. The commander delivery systems were 100% leak tested and, post-leak test, there was 100% visual inspection of the balloon catheters. Additionally, product verification testing is performed as a requirement for lot release. The commander delivery system undergoes functional product verification testing which includes: visual inspection for physical defects or damage, visual inspection for tears or separation in the inflation/crimp balloon bond, functional testing for de-airing, functional verification of the fine adjust where balloon shafts are pulled from default position to valve alignment position to ensure valve alignment position can be achieved, visual inspection of adhesive bonds, and balloon burst pressure testing. The commander delivery system undergoes tensile product verification testing where the following bonds were tensile tested: y-connector/balloon shaft, inflation balloon/nose tip, inflation balloon/crimp balloon, and crimp balloon/balloon shaft. Additionally, under pv tensile testing, the locknut/collet engagement force was measured and met the statistical acceptance criteria as the locknut/collet engagement tensile strength. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿balloon ¿ leakage¿, and ¿handle ¿ fine adjust difficulty¿ were unable to be confirmed as no device and no relevant photographs, videos, or imagery were provided for evaluation. Presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigation, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported events. A review of the IFU and training manual revealed no deficiencies. Review of complaint history revealed that the occurrence rates for the respective trend categories (related to valve alignment difficulty) did not exceed the april 2018 control limits. As such, no corrective or preventive action is required at this time. Review of complaint history revealed that the occurrence rate for the trend category ¿leakage¿ exceeded the april 2018 control limits. However, since the device was not returned for evaluation and no photographs of the device or relevant imagery of the procedure were provided for review, the complaint was unable to be confirmed and presence of a product/manufacturing non-conformance was unable to be determined. A review of past complaints and available information revealed that no product non-conformance or IFU/training deficiencies have been identified. As such a product risk assessment (pra) escalation is not required.